Event description:
It was reported that the 8110 syringe module was requested for repair as failed preventative maintenance for plunger issues.

Manufacturer narrative:
The customer reported issue was confirmed. Upon visual inspection the service technician noted that the root cause of the customer reported issue of failed preventive maintenance was due to the tube drive arm. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/15/2017 to the present date 10/23/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The proximate cause of the customer reported issue was due to maintenance issue of the barrel camp.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the 8110 syringe module was requested for repair as failed preventative maintenance for plunger issues.